Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va09q1b, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was having lots of leakage at night for the last couple of weeks beginning in (B)(6) 2015. The patient felt stimulation on program 2 at 2.90v. The patient couldn¿t increase further without it affecting them. The patient changed to program 3 at 2.90v and felt stimulation. Stimulation was at where the implant was located. No falls or trauma were related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the step taken to resolve the leakage at night was that the patient changed the program.